Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level over 500 mg/dl. Cause of bg level was not known. Reportedly, the customer's continuous glucose monitor was not available and therefore the customer found it difficult to manage their diabetes without this reading. Ambulance personnel administered intravenous fluids of saline and transported customer to the emergency room where customer was treated with intravenous fluids of saline and insulin. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided. The customer continued to use the pump for insulin therapy.